Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the criteria for the right ventricular lead integrity alert (lia) were met, the impedance on the rv pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/ short interval counts (sic), and unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, 26 non-sustained tachycardia episodes with v-v intervals greater than 220 milliseconds on (B)(6) 2016. The 3696 ventricular sic since last session 15 hours ago. Five inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing. Lead failure predictor triggered on (B)(6) 2016 for and ventricular sic and non-sustained tachycardia episodes. Rv pace impedance steady at approximately 685 ohms through (B)(6) 2016, rises to 1254 ohms by (B)(6) 2016.

Event description:
It was reported that the patient experienced inappropriate therapy/shock due to right ventricular (rv) lead noise, high impedance, high thresholds and apparent fracture. The rv lead remains in use, and is scheduled for explant. No further patient complications have been reported as a result of this event.